Event description:
Customer (clinician) initially reported: clinician reports that a "leak in iab' alarm was detected. Updated information received from the clinician on 02/22/2017 where the clinician reported: the patient was in cath lab on (B)(6) 2017 at 1035 for iab catheter insertion and returned to ICU at 1115 with 1:1 iab augmentation. Average pressures approx. 200 mmhg; mean pressures 100's mmhg; vasopressors weaned down. Average pressures down to 160 mmhg; mean pressure 100 mmmhg. At 1505 air leak alarm sounded. Blood present in gas line of iab catheter. Patient returned to cath lab at 1538 for replacement of iab catheter. It was reported the patient status is deceased, but the facility does not attribute the death to the device.

Event description:
Customer (clinician) initially reported: clinician reports that a "leak in iab' alarm was detected. Updated information received from the clinician on 02/22/2017 where the clinician reported: the patient was in cath lab on (B)(6)17 at 1035 for iab catheter insertion and returned to ICU at 1115 with 1:1 iab augmentation. Average pressures approx. 200mmhg; mean pressures 100'smmhg; vasopressors weaned down. Average pressures down to 160mmhg; mean pressure 100mmmhg. At 1505 air leak alarm sounded. Blood present in gas line of iab catheter. Patient returned to cath lab at 1538 for replacement of iab catheter. It was reported the patient status is deceased, but the facility does not attribute the death to the device.